Manufacturer narrative:
This report is being sent to correct our previous submission. The device was returned as part of a field action for foam replacement. No malfunction or adverse event was reported from the field. No evidence of foam degradation or particulate matter was identified during evaluation. Based on the available information, this event does not meet the criteria for a reportable serious incident.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar autoa-flex device was returned to a third-party service center with no initial alleged complaint. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During evaluation no foam particle were noted in the air path, yet foam degradation was noted. The device sound abatement foam needs replaced to address the issue. Additionally, the service technician also noted dust contamination, and the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event.

Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.